Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a defective plunger clamp on position #9 and a damaged x-arm cable-70. The plunger clamp on position #9 and the cable have been replaced by the fse. Repairs have been successfully tested. The instrument was tested without further problem and was returned to expected operation.